Manufacturer narrative:
PMA/510(k)#: k011369, k122558. Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: no evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. The complaint is recorded for trending purposes.

Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device broke. The following information was provided by the initial reporter: when she went to inject the medication the plastic part on the outside of the syringe fell off.